Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient had a lead revision. Patient stopped getting stimulation in painful area in cervical region. Patient normal movement of the neck may have led or contributed to the issue. Lead was repositioned and the issue has been resolved at the time of this report. Surgical intervention did occur. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.